Event description:
The st. Jude medical rep reported that the pt presented at a follow-up and the device was found to be in hardware reset. St jude med technical services recommended that the pt should be placed on telemetry for monitoring and admitted for device explant. It is unk if the pt was symptomatic.